Event description:
Boston scientific received information that five weeks post-implant, the gas gauge on this pacemaker showed only 25% longevity was remaining. The patient has an atrial arrhythmia and the atrial tachycardia response (atr) feature was active 85% of the time. The patient is not pacemaker dependant at this time, however is scheduled for an av node ablation in the near future. Additional information was received that the device remained implanted until its recent explant and return due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific engineer reviewed the device's memory at the initial time of the event and found the erroneous position of the gas gauge was due to an invalid charge time measurement. This is a rare occurence that most likely was caused by frequent atr entry/exit coinciding with the insignia 11-hour battery measurements. There is no concern for patient safety as device function is not affected. Upon recent receipt of the device at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Based on the field observation and analysis of the device stored diagnostic data it was determine the device declared an invalid charge-time during an atrial arrhythmia episode, which resulted in the device showing a reduced remaining capacity. However, the met specification for longevity based upon return.